Event description:
In late 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began on two weeks earlier, when he obtained the meter. As a result of the issue, the pt claimed he continued to take his usual dose of insulin (30 units of levemir and 20 units of novolog). Approx 2 weeks after the alleged power issue started, the pt stated that the developed symptoms of blurry vision and frequent urination. On the morning of original date, the pt claimed he went to see his physician. When tested with his dr's meter, they obtained blood glucose readings of "400 and 450 mg/dl". The pt reported that his physician treated him with 30 units of insulin (type unk). At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue, and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.